Event description:
Ultrathane multipurpose drainage set was used for percutaneous transhepatic gallbladder drainage. On (B)(6) 2010, the catheter was placed. On (B)(6) 2010, deterioration in drainage was noted. The physician confirmed the breakage of the catheter tip in the gallbladder. He inserted a wire guide into the catheter and attempted to remove the catheter and the broken tip, but could not remove the broken tip. Considering the pt's condition, he decided to take a wait-and-see approach. There were no adverse effects on the pt due to this occurrence. Additional info received on 07/07/2010: the physician occasionally flushed the catheter with saline using 5 cc syringe because the amount of the bile was a lot and there were stones. When he felt small resistance during flushing, he managed to flush by increasing and decreasing pressure to the syringe.

Event description:
Reporter alleged obtaining the results of 176 mg/dl, 93 mg/dl and 103 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.